Event description:
Baxter taiwan reports two incidents of difficulty removing residual sterilant from the dialyzer after rinsing with saline prior to patient use. Customer uses a renatron with renalin as a disinfectant. No patient injury or medical intervention reported by affiliate.